Event description:
This rv lead was implanted on (B)(6) 2018 and remain implanted at this time. Noted all leads pulled back due to patient exercise motion. This lead needed slack added and was repositioned on (B)(6) 2018. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).